Manufacturer narrative:
The device was returned to vygon for eval and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC inserted completely without problem and good blood action. The catheter was noted to be leaking from "0" mark while flushing.